Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  at times they are getting a sharp "electrical pain" where "the electrical wires are connected". Pt stated this occurs when pt is sitting or stretching and is occurring inside their body where their ins is located. Reviewed to try decreasing or turning off ins and follow up with hcp. Pt provided event date as "about a month to 2 months ago". Pt denied any recent trauma or falls. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue no further complications were reported/anticipated at this time.